Event description:
During an arthroscopic hip procedure, the prongs located on the distal and of the dyonics rf-s whirlwind 90 degrees probe reportedly fell off the wand, landing in the pt's joint space. After 30 minutes of searching, the physician was able to find and retrieve the device fragment from the joint space. No pt complications were reported as a result of this event.